Event description:
General report received of an unspecified number of undocumented incidents of holes in the tubing; subsequently, leaks were noted. The tubing sets were being used to deliver unspecified medications. After unspecified lengths of times, unspecified volumes of solutions leaked from holes at unspecified locations in the tubing of the tubing sets. No specific details were provided. There were no reported adverse patient effects and no reported delays of therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided, including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The devices are expected to be returned for investigation. They have not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.